Event description:
It was reported that a balloon rupture occurred. A 15mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During first inflation, it was noted that the balloon ruptured at 12 atm. The procedure was completed using a different device. No patient complications reported and patient was good post procedure.